Event description:
During a percutaneous diskectomy, the tip of the disposable nucleotome used to emulsify the disc broke off in the pt's back. An open laminectomy was performed to remove the broken tip to prevent possible spinal cord injury. A second device was opened to compare length of tip.